Event description:
No additional information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d9, g3, h2, h3, h6 the reported event was confirmed by visual examination of the return device. The needle tip has fractured and not all pieces were returned. The plastic sleeve was also identified to be damaged. The fracture site and type is consistent with previous findings for this device, in which bending overload type of failure was identified. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately two and a half (2.5) weeks ago that the needle was fractured during surgery. The fractured piece did not remain in the patient's body. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Initial reporter full establishment name - (B)(6) hospital. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.